Event description:
It was reported by a lieutenant that an advanced life support (als) crew was dispatched to the scene of a pt who had fainted at 13:48 on (B) (6) 2009. The als crew arrived on the scene at 13:51 and began their pt assessment. The als crew reported that while obtaining the pt's 12-lead ECG using the lifepak 12 device, the display began to fade in and out. The crew then powered the device off and on and observed the display to become frozen. An additional als crew was requested at 14:42. Upon arrival of the add'l als crew at 14:42, they assumed pt care with their lifepak 12 device. The pt was successfully transported to a hospital without incident, arriving at 15:04. Pt care was not compromised and there was no adverse effect to the pt due to this reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device; however, the reported intermittent failure was not verified, nor duplicated. No noticeable damage of the device was observed. A performance inspection procedure (pip), as outlined in product literature, was performed on the device. Proper operation was observed and the device and associated cables were returned to the customer for use. The root cause of the reported failure was not determined.